Event description:
It was reported, that a screw was found broken while doing a removal of hardware. The screw came out of the pedicle broken in half. The surgeon stated he did not apply heavy torque while removing the screw.